Event description:
Customer reported that the numbers on the insulin pump display scrolled without input during a bolus. Customer had changed the battery and received a failed battery alarm before the screen froze. The blood glucose reading was 300 mg/dl. Customer reported that the insulin pump had been exposed to water at the beach. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.